Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/08/2017 with the following findings: during investigation, there were multiple call service 012/052/054 alarms observed in black box. There was no damage found to the battery compartment. The battery cap was not returned with the pump for investigation. A test battery cap was used for investigation. A test cap attached securely to the pump. The pump booted up with two beeps, vibration and a black display. The pump was opened and a test display was inserted with no improvement. The slave processor was unable to be programed. The pump was opened and there was no damage found to the power circuit and there was no evidence of moisture observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).